Event description:
It was reported that the controller exhibited a controller fault alarm. The controller was subsequently connected to the monitor in order to obtain log files, and the monitor displayed the message "critical error - please restart" and no log files could be downloaded by the clinic. It was noted that two different monitors were used with the controller, and the same error message showed up. The monitor was checked with a different controller, and the monitor was working fine. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual evidence provided by the site revealed that the monitor was displaying an error message when connected to the controller and was not able to download log files. Failure analysis of the controller revealed that the device passed visual inspection. When the controller was powered up, an invalid date and time was observed on the controller¿s display. Functional testing revealed that the controller was not able to communicate with the monitor, displaying a critical error message. Of note, the monitor will trigger a ¿critical error¿ message when the controller has an invalid date and time. In addition, the log files could not be downloaded. Functional testing also revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. An internal inspection of the controller revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. Supplemental testing revealed a defective oscillator on the real time clock (rtc) circuitry. This damage will prevent the rtc from generating the electric currents that allows it to keep track of the time which will cause the date and time stamp to remain frozen. After setting the controller to default settings and replacing the faulty component and the internal battery, the controller performed as expected and the log files were able to be downloaded. Log file analysis revealed several corrupted data entries that were logged with a frozen date and time stamp. Review of the alarm log file revealed three (3) controller fault alarms with a frozen date/time stamp, indicating an issue with the internal battery. Review of the alarm log file also revealed three (3) vad disconnect alarms with a frozen date/time stamp, indicating a physical disconnection of the driveline from the controller likely due to troubleshooting of the controller and/or a controller exchange. In addition, log file analysis revealed that the controller was in use for more than two (2) years. As a result, the reported event was confirmed. The most likely root cause of the reported data transfer error event can be attributed to a defective internal component. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
**UDI related data quality updates only** corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.